Event description:
It was reported that the patient experienced syncope and presented to the clinic. Upon interrogation, the atrial lead exhibited low impedance and noise. Noise could be reproduced with isometrics and pocket manipulation. After reviewing the x-ray, a lead fracture at the lead suture site was suspected. The lead was explanted and replaced on (B)(6) 2015. The patients condition post procedure was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).